Manufacturer narrative:
The trailblazer catheter was received for evaluation. The trailblazer support catheter was received in two sections. The proximal section includes the proximal hub and most of the catheter. The distal section includes the distal assembly which includes three radiopaque marker bands. The distal end of the proximal segment exhibits tensile stretching, necking down, and shearing. The overall length of the proximal segment was measured from the distal tip of the printed strain relief, to the shear face at the distal end and was approximately 149cm. The distal segment¿s overall length is approximately 5.3cm. Combined with the overall length of the proximal segment the returned catheter measures approximately 155.3cm. The overall working length is 150 +/- 5cm. The distance between the middle marker band distal edge and the distal marker band distal edge is approximately 15mm, (15mm +/- 2mm). The catheter material between the middle marker band and the distal tip does not exhibit either stretching or accordion folding. The distal tip exhibit a slight amount of flaring. A photographic image of the distal segment was received with the initial reported event. The received image matches the distal segment received.

Event description:
Physician used a trailblazer support catheter for treatment of a lesion in the right posterior tibial artery which exhibited cto (chronic total occlusion ¿ 100%). There was little degree of tortuosity/calcification. It was reported that there was resistance when advancing the guidewite through the sheath. After a few advancements were attempted but failed, the physician decided to pull back both the wire, trailblazer catheter and 4fr sheath out of patient's body. It was then observed that a section of the trailblazer, between the middle and proximal radiopaque marker, was elongated (almost broken apart). No missing part was left in the patient's body. The physician then replaced the broken trailblazer with a new one of the same size and it passed through the 4fr sheath smoothly in order to complete the procedure. No patient injury reported.